Event description:
It was reported that the patient got an abscess on vagina that had to be lanced and the patient developed a severe infection afterward. The patient was not currently using the purewick due to this effect. The patient believes this happened because of the continuous 24-hour use of the purewick female external catheter. The patient had been using the purewick product more than 90 days. It was unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The reported event was confirmed as use related issue as per the reported event and instruction for use. The root cause for this failure could be "user unaware of time limitation or forgets the patient is using the device.". The failure was caused by the misuse of the product. The lot number was unknown and the investigation was confirmed as use related, therefore, the device history record could not be performed. A device history record review was not performed as and lot . The instructions for use were found adequate and state the following: ¿warnings: discontinue use if an allergic reaction occurs. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got an abscess on vagina that had to be lanced and the patient developed a severe infection afterward. The patient was not currently using the purewick due to this effect. The patient believes this happened because of the continuous 24-hour use of the purewick female external catheter. The patient had been using the purewick product more than 90 days. It was unknown what medical intervention was provided for the infection.